Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. All instruments of the lot were delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The pro-kinetic stent system was chosen for the treatment. During inflation it was not possible to reach 9 bar and afterwards a balloon rupture was noticed.